Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. Upon investigation, the electrode belt had an intermittent open pulse wire in the cable connecting ECG a and the front therapy electrode. The cause for the reported messages was the intermittent open wire. The cause for the intermittent open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was causing excessive "check therapy pad" and "adjust belt" messages.